Event description:
It was reported the procedure was to treat a highly calcified lesion in the left superficial femoral artery. The lesion was pre-dilated with balloon catheters and atherectomy. The 7.0x60mm absolute pro vascular self expanding stent system (ses) was advanced to the target lesion however resistance was noted during deployment, the thumbwheel was hard to turn making it difficult to deploy the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the highly calcified anatomy resulting in preventing the shaft lumens from moving freely resulting in the reported physical resistance / sticking thumbwheel; and thus resulting in the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.